Event description:
It was reported to technical services on 1/12/2012 that this capped rv lead was explanted. The dr. Noted that this lead may have pierced the tricuspid valve and or eroded one of the leaflets of the valve and was contributing to the valve issues. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).